Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: visual examination of the device found proximal stent strut damage, a strut was raised upwardly and bent back distally disrupting the profile of the stent. No kinks or damage were noticed along the shaft of the device. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013 it was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Predilation was performed with a maverick 2.5 x 15 mm balloon catheter and a promus element plus mr 3 x 20 mm was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, the returned product analysis revealed that there was stent damage.